Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began on the late afternoon of the same day. The cca noted that the pt manages his diabetes with insulin; however, it is unknown what action, if any, the pt took regarding his diabetes management as a result of the issue. Approx 10 minutes after attempted to test with the subject meter, the pt claimed he began to feel "low". The pt reported the developed symptoms of feeling dizzy and sweaty. In response to the symptoms, the pt stated that he drank orange juice. At the time of troubleshooting, the pt reported that the subject meter powered on manually; however, would not power on when a test strip was inserted. The power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because, the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.